Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Clinical dept received deliverable which was indicated as a contract milestone from the site with info on follow up appointments. The spread sheet from the site noted revision (B)(6)2008 periprosthetic fx. Surgery date (B)(6)2008 right side.